Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system had vitrectomy cutter lost power during surgery. Details of patient harm was not reported.

Manufacturer narrative:
Additional information is provided in section d.9 and h.11. The pneumatic module was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was visually inspected and installed on a calibrated system with no non-conformities found. The sample was then tested and was found to be out of specification. The component connector on the pneumatics transducer printed circuit board (pcb) was found to be nonconforming. The reported event could not be replicated. Due to the nature of the damage, further testing could not be completed, and the reported event could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatic module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming pneumatic module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).